Event description:
In 2008, a reporter/clinic nurse spoke with a customer care advocate, cca, for a pt/layperson regarding an inaccuracy concern the pt had with her onetouch profile. The cca replaced and upgraded the pt's meter and test strips. This senior medical affairs specialist spoke directly with the pt on august 8, 2008 and has classified the complaint based upon the additional info the pt provided. All results are in correct unit of measure, mg/dl. On three days prior to original date, the pt tested upon arising between 4 and 6:00 a.m., and reportedly otained a result of 127 mg/dl. The pt ate breakfast at an unrecalled time after the test and took her glipizide and metformin. The pt also described feeling sleepy. At 10:00 am, the pt had an appointment with a doctor at the clinic where her blood glucose on the clinic's meter was "407 or 409 mg/dl." Except for feeling sleepy, the pt reportedly told the doctor she felt fine, when he/she asked. The pt was reportedly injected with 6 units of insulin, type not recalled. Three hours later at the clinic, a nurse re-tested, and reportedly obtained a result of 175 mg/dl. The pt was allowed to go home. The pt was given a prescription for 45 mg actose to take along with her glipizide, 5 mg twice a day. Her doctor discontinued the x2/day 1000 mg metformin she had been taking. She was not placed on insulin. Although the pt appropriately coded the meter, she had never removed the test-strip holder to clean it or the optics. She did not have a checkstrip or control solution to run a quality control test. The pt typically tested once a day in the morning, obtaining results around 112 mg/dl and 125 mg/dl. Although the pt did not report any symptoms, the complaint is classified as an adverse event because the pt allegedly received medical intervention in the form of insulin for elevated blood glucose, after reportedly obtaining a "typical" result based on her usual readings, on the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.